Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure implants removed') in a 42-year-old female patient who had essure (batch no. D60137) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and multigravida. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced asthenia ("asthenia, 6 months after implant placement"), arthralgia ("joint pain, 6 months after implant placement") and affective disorder ("mood disorders, 6 months after implant placement"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the asthenia, arthralgia and affective disorder had resolved. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered affective disorder, arthralgia and asthenia to be related to essure. The reporter commented: removal was performed at the patient's request. 6 months after removal, complete resolution of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Batch no: d60137, production date: 2015-01-30, expiration date: 2018-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure implants removed') in a (B)(6) female patient who had essure (batch no. D60137) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, parity 3 and vaginal delivery. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced asthenia ("asthenia, 6 months after implant placement"), arthralgia ("joint pain, 6 months after implant placement") and affective disorder ("mood disorders, 6 months after implant placement"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the asthenia, arthralgia and affective disorder had resolved. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered affective disorder, arthralgia and asthenia to be related to essure. The reporter commented: removal was performed at the patient's request. 6 months after removal, complete resolution of the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.